Manufacturer narrative:
Concomitant medical products: product ID: 37791, serial# unknown, product type: recharger. Product ID: 37754, serial# (B)(4), product type: recharger. Product ID: 37746, serial# (B)(4), product type: programmer, patient. Product ID: 3777-75, serial# (B)(4), implanted: 2012-(B)(6), product type: lead. Product ID: 3777-75, serial# (B)(4), implanted: 2012-(B)(6), product type: lead. (B)(4).

Event description:
Additional information received reported that the manufacturer's representative (rep) had met with the patient on (B)(6) 2014 and showed her a few things such as how to locate the battery better with the antenna locator. The rep. Became aware of the patient's recharging issues and difficulties at that time. The rep. Also spoke with a physician where she was implanted. The patient either has or had an appointment with him and the physician was going to change out the battery or replace it or do a pocket revision so that it wasn't so hard to charge.

Event description:
It was reported that the implantable neurostimulator recharger¿s (insr) antenna grey cord broke where it came from the insr. No medical or therapy problem was reported. No out of box failure was reported. The patient also reported that she was charging more than expected and was hoping to have her implantable neurostimulator (ins) replaced at the end of (B)(6). She had been having trouble with her ins since it was put in because it hadn¿t charged right since it was put in. When she was implanted she was told the ins charge would last for a few days, and she had to charge the day that she came home from the hospital when it was installed. She now had to charge every third day for about six to eight hours to try to keep the ins charged up since it had been installed. The manufacturer¿s representative (rep) thought it wasn¿t working right and was aware of the charging problem ever since the ins was first implanted. When the antenna broke the rep. Told the patient it could have something to do with why the ins was not charging right. No device returned.

Event description:
Additional information received reported that the manufacturer's representative (rep) had met with the patient on (B)(6) 2014 and showed her a few things such as how to locate the battery better with the antenna locator. The rep. Became aware of the patient's recharging issues and difficulties at that time.

Manufacturer narrative:
This medical device report is being resubmitted to the emdr system due to a connection error within the emdr system. The event was previously reported to the emdr portal and an acknowledgement 3 received, but the connection error prevented the emdr system from documenting the report. The report number in this report is the same number as the impacted report that has the connection issue. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received reported that the patient did not have concerns with their device or therapy.